Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. William cook europe initially reported event under MFR report # 3002808486-2017-00699. New information was received identifying that the product was a cook inc.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2012 due to deep vein thrombosis and pulmonary embolism. Plaintiff alleges attempted retrieval on (B)(6) 2012. Plaintiff is alleging tilt, device unable to be retrieved. Additional information provided determined that this device was manufactured by cook inc.

Manufacturer narrative:
Additional information: investigation - filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.